Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
It was reported that the customer was treated by emergency medical services on (B)(6) 2020 for hypoglycemia. It was reported that the customer had low blood glucose level of 1.4 mmol/l at the time of incident. It was reported that there was a damage to the retainer ring and the reservoir was unable to lock in to place when inserted into the insulin pump. Customer's blood glucose level at the time of the call was 17.8 mmol/l. It was reported that the customer injected too much insulin by mistake that resulted the low reading. Customer has been using the insulin pump within 48 hours of reported incident but auto mode feature was not active and automatically adjusting insulin delivery at the time of the low blood glucose event. Product is expected to return.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer was treated by emergency medical services on (B)(6) 2020 for hypoglycemia.

Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and displacement accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit also had a missing reservoir tube o-ring, scratched case and pillowing keypad overlay. Unit uploaded properly using carelink.